Event description:
It was reported that the ilet pump using a dexcom g7 sensor remained in a persistent ¿pairing with sensor¿ state despite prior troubleshooting, including sensor code re-entry, pump restart, and magnet steps, and that the user was advised to contact dexcom and consider a new sensor, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between devices in the sensor-pump communication pathway, aligning with an intermittent communication failure related to electrical/magnetic and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.